Event description:
Attempted to do 2 ultrafiltration (uf) on patient; immediately at start of hemodialysis (hd), hemodialysis (hd) machine malfunctioned, alarming blood leak which was not present. Blood pump unable to be restarted, unable to return patient blood due to continuous blood leak alarm. Hemodialysis stopped, another machine obtained. Uf restarted. No patient harm. Visible blood leak not seen. Fluid not sent for testing to see if microscopic blood leak present. High uf without dialysate flowing contributes to blood leaks.